Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka)and had high blood glucose levels of 33 mmol/l on (B)(6) 2019 due to possible under delivery of insulin. It was reported that the customer had ketones, nausea and vomiting. It was reported that the customer stated that the blood glucose levels would not come down after two consecutive site changes. It was reported that the customer was hospitalized for two days. It was reported that the customer was treated with insulin intravenous drip. It was reported that the insulin pump does not seem to calculate bolus properly. Troubleshooting was performed. It was reported that there were no leaks observed. It was reported that the cannula was unable to found and the customer¿s father was unsure if the cannula was left inside the body or got damaged when the infusion set was removed. The displacement test was not performed. Product is not expected to return for analysis.